Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. Dose and concentration information was unknown. It was reported that the patient's pump logs showed two motor stalls and recoveries, one on (B)(6) 2024 and another on (B)(6) 2024. Both stalls occurred around 2am while the patient was in bed and both recovered about 20 minutes later. The patient did report hearing the pump alarm one time with a sound consistent with the critical alarm. Technical services reviewed potential causes for the motor stalls including external magnets. They reviewed the option to play the alarm tone for the patient and discussed the option to monitor for any alarms or stalls going forward or to replace the pump if stalls were to continue without explanation. They also reviewed the use of the personal therapy manager (ptm) to check for alarms. The issue was not resolved through troubleshooting. It was indicated that the pump had not had magnetic resonance imaging (MRI) since pump implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the cause of the motor stalls was not determined. It was possibly due to an I-pad laying on the pump. The patient and family were educated about alarms, and it was noted that the patient heard both alarms but didn¿t know what it was initially.